Event description:
Patient reported that back to back tests performed on the ss meter using separate finger sticks were 99, 136 and 130 mg/dl (30% difference), no symptoms were reported. Pt did not have supplies to do control test. Lfs rep reviewed cleaning and use of control solution with patient. The meter was replaced. There was no allegation of harm.